Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed. Watermark was not observed at the base of the tail. Therefore, the issue is not confirmed to tail not properly inserted. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a sensor error with the adc device. The customer reported that the sensor gave an unspecified error upon application. The customer additionally indicated that they were displeased with adc's replacement policy and delivery speed. There was no report of third-party intervention required due to the reported issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The customer reported an issue with 2 adc devices in the user report. Refer to adc reference (B)(4)/mw5116003 for second device. N/a was selected for g4 - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a sensor error with the adc device. The customer reported that the sensor gave an unspecified error upon application. The customer additionally indicated that they were displeased with adc's replacement policy and delivery speed. There was no report of third-party intervention required due to the reported issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.